Event description:
Upon closing the lower left trocar incision, the skin was noted to be hard and translucent at the area of the skin in contact with the 5 mm trocar. The skin was trimmed off- "about the size of a fingernail trimming" and the incision was closed.